Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was less than 60 mg/dl and customer was treated by paramedics. Customer was not hospitalized; there were no injuries. Customer did not know cause of low bg and disconnected from call with tandem technical support. Upon follow up, customer reverted to using manual injections for insulin therapy.